Event description:
The customer stated that she checked on her testing supplies and found the cap open on a new bottle of test strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high results. Replacement test strips were sent to the customer.